Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. Failure analysis investigation found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The other cables at wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not axially aligned with the tube. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the large needle driver instrument was defective. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital to obtain additional information regarding the reported event. She indicated that the cable of the instrument was broken. She confirmed that nothing had fallen into the patient and there was no patient injury.